Event description:
At about 1 year and 4 months after primary, the patient came in reporting pain due to femoral and tibial components loosening and the cause is unknown. The surgeon revised all components and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 02-jul-2024. Lot 2214727: (B)(4) items manufactured and released on 12-oct-2022. Expiration date: 2027-10-02. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Other device involved: batch review performed on 02-jul-2024. Gmk-sphere 02.12.0003l femoral component sphere cemented size 3 l (k121416) lot 2009127: (B)(4) items manufactured and released on 20-nov-2020. Expiration date: 2025-11-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.